Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were 2 tubes with deformations of the tube body. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-mar-2025. Investigation summary: bd received 10 samples and 2 photos for investigation. The evaluation of the photos showed the presence of collapse. The 10 returned samples were visually inspected with no issues identified; no tubes showed evidence of collapse. These samples underwent functional tests, and all sample draw weights were within specification limits. The samples were visually inspected again after testing with no collapsed tubes identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were 2 tubes with deformations of the tube body. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.